Event description:
It was reported that technical services (ts) was consulted due to intermittent pacing inhibition on the left ventricular (lv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Ts reviewed the recorded episode, and it was noted that pacing inhibition was occurring due to intermittent oversensing of what appears to be intrinsic atrial activity. Ts advised on programming enhancements. No adverse patient effects were reported.